Event description:
It was reported that this patient experienced dizziness and fatigue. Upon evaluation, the right ventricular (rv) lead exhibited loss of capture, noise, oversensing, and pacing inhibition. The patient didn't experience asystole. Troubleshooting was performed and the noise was recreated with pocket manipulation. Fluoroscopy was performed and there was an area of question around the suture sleeve. It was suspected that the lead was fractured there. It was noted the patient had fell on their left side a few weeks prior. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.